Event description:
Event: conversion to standard open repair. Case details: during exchange of the contralateral pull wire the wire became wrapped around the superior attachment hooks. The pt was converted to standard open repair.